Manufacturer narrative:
The company representative examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of the system's event log did not reveal any relevant system messages. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
An ophthalmic technician reports poor aspiration during a phacoemulsification procedure with lens implant. After a 15 minute delay, the procedure was completed suing the same equipment with no cancellations. The technician verified that the poor aspiration issue has been ongoing and intermittent since (B)(6) 2012 at their veterinary facility.